Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by MFR: product not returned.

Event description:
An exeter stem has fractured near the junction of the trunnion and shoulder. Patient will undergo revision surgery. Stem implanted approximately 8 years ago. Unsure of events surrounding stem fracture. Update 26/june/2019 (B)(6): as reported by rep: "how event was noticed: patient was walking up driveway and experienced groin pain on (B)(6) 2019. Patient couldn't get out of bed (B)(6) 2019 so called ambulance. X-ray showed broken stem", "revision surgery completed [(B)(6) 2019]. Surgery completed without delay or complication".

Event description:
An exeter stem has fractured near the junction of the trunion and shoulder. Patient will undergo revision surgery. Stem implanted approximately 8 years ago. Unsure of events surrounding stem fracture. Update 26/june/2019 wg: as reported by rep: "how event was noticed: patient was walking up driveway and experienced groin pain on friday (B)(6) 2019. Patient could not get out of bed on (B)(6) 2019 so called ambulance. X-ray showed broken stem", "revision surgery completed [(B)(6) 2019]. Surgery completed without delay or complication."

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed by inspection of the returned device and the clinician review. Method & results: device evaluation and results: visual inspection was performed for the returned device which indicated that the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The stem fractured approximately 5.5 inches from the distal tip. Damage was observed on the stem consistent with the cement-mantle breakdown process in addition to the explantation process. The distal fracture surface was obscured by post fracture abrasion and explantation damage, no further analysis was performed. Macroscopic surface features on the proximal fracture surface indicate that the fracture initiated on the posterior side of the lateral surface and propagated medially. The proximal fracture surface of the stem was analyzed further using a scanning electron microscope (sem). A material analysis was conducted. The report concluded that the stem fractured in fatigue, with the fracture origin occurring at or near the location of the prehension hole and final fracture occurred in overload. Eds showed the stem base alloy was consistent with the drawing. Damage on the stem was consistent with the cement-mantle breakdown process. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: the available medical records were provided to a consulting clinician for a review which was rejected stating - " x-ray confirms stem fracture, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was walking and experienced groin pain, the patient couldn't get out of bed. The x-ray showed broken stem. The available medical records were provided to a consulting clinician for a review which was rejected stating that the x-ray confirms stem fracture, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. A material analysis was conducted for the returned device. The report concluded that the stem fractured in fatigue, with the fracture origin occurring at or near the location of the prehension hole and final fracture occurred in overload. Eds showed the stem base alloy was consistent with the drawing. Damage on the stem was consistent with the cement-mantle breakdown process. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation is possible at this time. If additional information becomes available, this investigation will be reopened.